Manufacturer narrative:
(B)(4) evaluation statement: the reported event of the alaris system losing communication with emr/epic and then going offline could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the pc unit lost communication with the emr. An infusion of ½ ns with additives ¿ halfnsadd was the ID, in epic the additive was sodium bicarbonate 75 meq in 1,000 ml ns. It was ordered and given at 25 ml/hr. No patient harm was reported.